Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The customer also mentioned that the device was stuck in the prime loop. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded drive support disk. The device alarmed during the prime test as a result of a protruded/loose drive support disk. The unit had scratched display window and broken belt clip slot.